Event description:
A nurse reported a leaky trocar valve during a procedure. Additional information and a product sample was requested for this event.

Manufacturer narrative:
(B)(4). Three opened 23 ga trocar cannula and hub assemblies in a pouch were received for evaluation. The returned samples were visually inspected using 15x - 20x magnification and all 3 samples were found to be conforming. The final customer lot was identified and a device history record review show that the product was released based on the manufacturer's acceptance criteria. The root cause for the trocar leakage could not be determined from this complaint evaluation. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).